Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a celect-pt filter was completely tilted. A single image from venogram at timeout ivc filter placement and a single coronal slice of a CT scan was provided for the investigation and an imaging review was performed. Per imaging reviewer´s findings,¿ single image from venogram, likely at time of ivc filter placement, demonstrates a celect platinum ivc filter in the inferior vena cava. Relative to the contrast seen within the renal collecting system this is likely at least at the level of the right renal vein, if not just below the renal vein. There is approximately 24° of rightward tilt present. The entire hook and neck of the ivc filter project outside of the column of contrast suggesting either perforation or extension into the right renal vein ostium. Two secondary filter legs directed towards the right also extend completely outside of the column of contrast suggesting perforation. The leftward directed secondary filter legs are not well appreciated due to the resolution of the image. The maximal distance between the primary filter feet measures approximately 14 mm. The ivc measures approximately 18 mm in diameter, however, the lumen is fairly poorly opacified with contrast. The tip of the deployment sheath terminates just caudal to the ivc filter via a jugular approach. Single coronal slice of the abdomen and pelvis with IV contrast demonstrates the celect platinum ivc filter in the ivc. There is approximately 27° of rightward tilt present. One of the secondary legs is directed cranially and terminates above the expected level of the ivc filter hook. There is at least one potentially, two, secondary filter legs extending outside the wall of the ivc towards the right. The remaining portions of the ivc filter are out of the plane of image and not evaluated.¿ per imaging reviewer´s impression,¿ it appears the filter was deployed via a jugular approach. It also appears that the hook of the ivc filter likely extends into the right renal vein ostium, less likely perforated through the wall of the ivc. Furthermore, the follow-up CT scan demonstrates at least one of the secondary filter legs directed cranially suggesting that the filter was pushed caudally after it had been unsheathed from the deployment system. What likely occurred, although cannot be completely determined without further information from the deploying physician, is that the ivc filter was unsheathed exposing both the primary and secondary filter legs and downward pressure was applied on the entire system. This caused the hook of the ivc filter to tilt into the ostium of the right renal vein. This also facilitated the perforation of the rightward directed secondary filter legs through the right aspect of the ivc and flipped the orientation of the secondary leg on the left aspect of the filter now directed cranially. If the IFU was followed correctly, there is no perceivable way in which the primary and secondary filter leg orientation along with the degree of penetrations present could occur without some degree of physician error involved in the deployment. More importantly, the complaint report does not state if the ivc filter was retrieved or is scheduled to be retrieved. Given the degree of tilt and the perforations that are already present, it would be advisable to remove this ivc filter sooner rather than later to avoid worsening perforation and/or interactions with any adjacent structures.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt, vena cava perforation there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause cannot be established. However, a likely cause is that during deployment the customer pushed the sheath forward and caused the filter to tilt. The filter tilt did most likely resulted in perforation of ivc and it is unknown if the filter has been retrieved or still in the patient. If the filter still is in the patient it should be retrieved as soon as possible. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. PMA/510(k) k171217. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the celect platinum filter is completely tilted. Patient outcome: they cancelled the second case to try to retrieve it.